Event description:
It was reported that the cuff of this artificial urinary sphincter was replaced with a smaller cuff due to atrophy of the urethra. The pump and balloon were functioning as intended and remain implanted. No further patient complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the cuff of this artificial urinary sphincter was replaced with a smaller cuff due to atrophy of the urethra. The pump and balloon were functioning as intended and remain implanted. No further patient complications were reported.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. The implant date, lot number, manufacture date, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the cuff of this artificial urinary sphincter was replaced with a smaller cuff due to atrophy of the urethra. The pump and balloon were functioning as intended and remain implanted. No further patient complications were reported.